Event description:
It was reported that, "dr. (B)(6) inserted first biased angle screw and dr. (B)(6) went to final tighten and the torque wrench would not go to 12 newton meters and the blocker kept advancing. The screw was removed and a second biased angle screw was inserted and the same situation occured upon final tightening. This screw was removed as well and a xia 2 7.5x80mm screw was inserted with no issue."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: upon inspection, the returned bone screw and tulip were identified to be separated from each other. Furthermore, the retaining clip was identified to be deformed and protruding from the tulip. Additionally, the head of the screw had a dent located on the edge of its cylindrical side. This dent extended onto one of the teeth, which has almost been completely removed. This suggests that the screw was implanted at a maximal angle. Functional inspection: the returned tulip was easily threaded onto a poly-axial screwdriver tip and fit without issue. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the shape of imprint left on the bone screw head suggests an application of excessive tightening load (more than 12nm). The location of the imprint suggests that the location of the imprint implies that tightening was performed with the screw implanted at the maximum angle, as the imprint is located at the border of the cylindrical part of the bone screw and continues onto one of the screw teeth. Furthermore, the retaining clip was very deformed on one end, which also suggests over tightening at a maximal angle. Lastly, it was reported that the surgeon did use an anti-torque key. However the key does not limit the amount of torque applied to the blocker, but allows a visual reference for the user to have. The user can still exceed 12 nm while using the torque wrench if the reference is not followed. The presence of a popping sound during final tightening, suggests that a large enough force was applied to instantaneously force the screw out of the tulip. Review of previous complaints and findings of r&d engineers has revealed that over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip.

Event description:
It was reported that the surgeon inserted first biased angle screw and went to final tighten and the torque wrench would not go to 12 nm and the blocker kept advancing. The screw was removed and a second biased angle screw was inserted and the same situation occured upon final tightening. This screw was removed as well and a xia 2 7.5x80mm screw was inserted with no issue.